Manufacturer narrative:
Restraint straps.

Event description:
It was reported by service report that the restraints needed to be replaced on the cot due to wear. It is unk if there was pt involvement or if there were adverse consequences to report.